Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-15992. It was reported that during routine programming impedance check, one of the leads showed high impedances. X-rays were taken and the lead appeared to be fractured. Patient denies any falls or trauma. No further information is available at this time. It is unknown which lead had fractured, therefore both leads are being reported.